Event description:
It was reported that the cartridge was damaged at the septum, interrupting insulin delivery. Customer technical support sent the customer additional cartridges to solve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.